Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with a dexcom g7, with continuous glucose monitor (cgm) readings up to 400 mg/dl and a current value of 357 mg/dl trending down after approximately eight hours high; the user had recently changed the cartridge but reused the same tubing, and support provided education on performing a full supply change, with the event attributed to an infusion set or connector issue related to the inset at the abdomen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem, and issues consistent with improper or incorrect procedure or method involving the cannula and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.